Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the results of the swab as follows: gram stain: no organisms seen; culture: staphylococcus lugdunensis scant; antibiotic given penicillin g, di(flu)cloxacillin, clindamycin, cefazolin.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: 0213587579, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a system explant due to infection. No factors noted to have led/contributed to the event, no troubleshooting noted performed, actions taken noted as explant. The issue was noted as not resolved, as well as resolved at the time of the report. It was noted that a swab was taken at the time of explant, but the results were not yet known. It was noted that the consumer developed an infection at the implant site.